Manufacturer narrative:
This product is manufactured in (B)(4), but is not marketed in the u.s. Diopter: -13.50. (B)(4). Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer -13.50 diopter lens in the patient's left eye (os) on (B)(6) 2013. Excessive vaulting associated with elevated intraocular pressure was noted on (B)(6) 2014. The lens was explanted and exchanged for a shorter lens with a similar diopter size on (B)(6) 2014. This resolved the problem.